Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high shock impedance measurement of 200 ohms. No troubleshooting was performed, and no actions/interventions were planned or performed. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.